Manufacturer narrative:
Weight - actual weight was (B)(6) kg. Explanted date: device was not explanted. Initial reporter occupation - cath lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor had issues deploying an angio-seal vip approximately a week ago. The patient developed a hematoma on the floor and ended up going to interventional radiology to get a pseudoaneurysm repair procedure. The doctor reports that he felt like the transition between the dilator and sheath had changed, meaning it's not as smooth as it used to be. He's had difficulty inserting the sheath in some instances and feels this may be contributing to trauma to the arteriotomy. Additional information received on 04october2021: the angio-seal did not hold seal. It caused a pseudoaneurysm to form several hours after deployment. All bio-absorbable components were left in the body. The device was deployed, and the issues did not arise until hours after. The procedure was a left heart catheterization with vein grafts using a 4f micro puncture followed by a standard 6fr groin sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. Hemostasis was originally thought it was achieved with the angio-seal. Several hours later the patient was found to have a pseudoaneurysm. The patient was sent the following day to interventional radiology for repair. The blood loss post procedure was 5ml. There was not any noticeable damage to the device noted. The patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip was returned to product evaluation. The returned sample included the hemostasis sheath, carrier tube, locator, and packaging. The device was visually inspected and found to have had visible signs of blood. The hemostasis sheath and locator were found to have been fully mated. Although signs of blood were identified on the assembly, it is not clear whether the returned device was used on the patient, or if the returned device was used 'in the model,' as communicated in the complaint description. The carrier tube was found to have been unused and was returned in the forward lock position. The diameters of the hemostasis sheath and the locator were measured and were found to have been within the specifications outlined within the design drawings. The outer diameter of the locator was measured at 0.0914" (0.092 + .000 / - .002), and the outer diameter of the hemostasis sheath was measured at 0.115" (0.114" +/- .005"). The dimensions were within the specifications outlined in documents. H for the locator and hemostasis sheath, respectively. The complaint cannot be confirmed for having an issue with the transition. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been advancing the assembly over-the-guidewire without rotating 90 degrees. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).